Event description:
Customer stated, "open up the box and found the cord has been damaged somehow. Looks like cord skin is peeling off, breaking off almost showing the wire inside. Dangerous to use the product." The customer did not claim any injury. The pictures the customer provided showed that the cord had been chewed on by a small animal. Bce products are not shipped in this condition. Bce does a statistical sampling on incoming raw materials and finished product. Bce also does a 100% in-process test to ensure the product is working properly.